Event description:
I had lasik eye surgery performed for really bad myopia, while on the other hand I could read microscopic text with no problem. After the surgery, I was pleased that I could now read road signs without glasses, but I lost my ability to read the small print with out aids almost immediately. I was told over time I would need reading glasses. I now depend on them. The other frightening aspect is low light and night vision. I can not see in dim locations, I have added extra lights around my home and in areas that I read. My night vision is now to the point, that I almost refuse to drive at night. I was caught in a position where I was forced to do a 200 mile drive, due to a death in the family. While the trip started in the day time, it ended in the wee hours of the morning. What should have been about a 3 1/2 hour drive turned in to a six hour drive. Driving way below speed limit, driving with my high beams on, trying not to look at oncoming cars due to the blasts of light and halos obliterating the entire roadway. I would even slow down and brake, because I could not see. I was creating long lines of traffic behind me and no where to pull over or for them to pass me. This creates another hazard with those who are impatient. The lights hit the windshield and everything goes nearly blank, and I don't know where the road is. The same problem occurs when I have a vehicle behind me and their lights hit my mirrors. I have to turn my mirrors down/away. This also leads to other hazards, as I no longer have the ability to see traffic behind me.